Event description:
The facility reported an infusion pump with low flow. The event was reported to have occurred ruing bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of inaccuracy was not confirmed. The pump was tested for proper operation and pump found to function properly.